Event description:
It was reported to the manufacturer, by the end user, per the end user, that per rn, the patient fell out of bed on (B)(6) 2025 in the afternoon. No known witnesses, she wasn't there. The patient was sent to hospital after the fall and stayed overnight, no reported injuries. Complaint # (B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.